Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: print error.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-may-2023. It was reported there was a print error. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The scale printing is skewed and the number '30' is illegible. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. As the lot provided is 'unknown,' a device history record review could not be completed. H3 other text : see h10.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: print error.